Event description:
The customer reports that dr (B)(6) was on site when the catheter was removed and it appeared like the tip was missing. Upon visual inspection and feel of the catheter, by dr (B)(6), he believes that the tip of the catheter may have retracted back inside itself. The facility verified, by x-ray that the tip retracted into the sheath and did not break off into the pt. No pt injury or harm reported.

Manufacturer narrative:
(B)(4). Visual inspection could not be performed as no sample was returned by the customer for investigation. However, the customer did return photos. The customer returned one photo displaying what the catheter should look like with exposed coils at the distal tip. The customer also returned photos of what appears to be the distal tip of the catheter with the distal exposed coils missing. However, based upon the photos it cannot be determined if the catheter coils have separated or if the coils have retracted into the extrusion. A dimensional and functional inspection could not be performed as no sample was returned by the customer for investigation. A potential root cause could not be determined based upon the info provided and without a returned sample. The reported complaint of a missing catheter tip after removal could not be confirmed based upon the returned photos. Without the physical complaint sample, it cannot be determined if the coils separated or are retracted into the extrusion. Therefore, a potential root cause could not be determined based upon the info provided and without the actual complaint sample. Note: a medwatch was received for this issue, however, the user facility did not provide a uf#.